Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 90% restenosed proximal right coronary artery. A 2.5 x 12 mm rx tenku was being advanced when there was difficulty crossing the lesion. The balloon was inflated a couple times and then additional inflation was performed to rated burst pressures (rbp) when it would not deflate. Several attempts were made to deflate the balloon but it could not be deflated. The balloon was able to be pulled into the guiding catheter for removal. A non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.